Event description:
There was an allegation of questionable results from the cobas pro c 503 analytical unit. Sample 1 initial calcium gen.2 result was 6.3 mg/dl and the repeat result was 9.2 mg/dl. Sample 3 initial creatinine result was 0.6 mg/dl and the repeat result was 0.97 mg/dl. Sample 5 initial hemoglobin a1c result was 76 mmol/mol and the repeat result was 47 mmol/mol. Sample 6 initial hemoglobin a1c result was 79 mmol/mol and the repeat result was 39 mmol/mol. The questionable results were not reported outside of the laboratory. The reagent lot numbers and expiration date were requested but were not provided.

Manufacturer narrative:
The customer changed the lamp and cuvettes and then recalibrated the assays. The field service engineer replaced the sample probe. The investigation determined the issue was resolved by the service actions.